Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. During support, the device exhibited suction alarms indicating low flow. The device would not go above p-1 without alarming. The device was explanted and replaced with an impella rp. The procedural outcome stated that the patient expired. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome.

Manufacturer narrative:
The investigation for the low flow issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The data logs were reviewed, several suction alarms were found during the entire case at higher p-levels and the suction alarms seem to be resolving after p-level dropped to p-2. The clinical details provided were sufficient to determine a cause. The cause of the low pump flow issue was most likely patient condition related with several suction alarms observed at higher p-levels and p-level dropping to p-2 resolving the suction event per log and clinical review. This report is being filed as part of a retrospective review of historical records.